Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-01625. It was reported during a recent ipg replacement surgery (reference MFR report#1627487-2016-00029) high impedances were observed intraoperatively when connecting the leads to the ipg. As a result, the leads were explanted and replaced with new models which resolved the issue.